Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of device breakage ("hcp was inserting her essure he was having a complication, he left a plastic cover on") and complication of device insertion ("hcp was inserting her essure he was having a complication, he left a plastic cover on") in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage and complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: essure was inserted in early 2015 or 2016. She stated the hcp told her that essure was reversible and she thought the essure was like an iud. She went back to the hcp later and he told her it can¿t be taken out, it was permanent. She also reported that she went to see a hcp about essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2018: case correction: after internal review, it was notice no adverse event occurred in this case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("hcp was inserting her essure he was having a complication, he left a plastic cover on") and complication of device insertion ("hcp was inserting her essure he was having a complication, he left a plastic cover on") in an adult female patient who had essure inserted for contraception. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage and complication of device insertion. Essure treatment was not changed. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: essure was inserted in early 2015 or 2016. She stated the hcp told her that essure was reversible and she thought the essure was like an iud. She went back to the hcp later and he told her it can't be taken out, it was permanent. She also reported that she went to see a hcp about essure removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.